Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: upon visual inspection, the knob was received separated from the spindle. It was observed that the weld around the knob was cracked around the entire circumference. The superior surface of both knobs show visible signs of impaction consistent normal use.therefore, this complaint is confirmed. Dimensional inspection: since the complaint condition involved a cracked weld, a relevant dimensional check could not be performed. Document/specification review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Conclusion: previous investigations on the complaint condition determined that the weld was not strong enough to withstand the applied impaction load from normal use. Therefore, during the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. While no definitive root cause could be determined it is possible that the complaint condition is the result of force applied on the device resulting in stresses beyond the failure limit during usage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot release to warehouse date: 16-may-2017 part number: 03.825.002, spindle for evolution lot number: h272722 (non-sterile) this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes sales consultant. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date, during a spinal procedure of an internal stem extremity of the two (2) trial implant holder synfix / syncage evolution spindle were unscrewed so it was hard to remove an unknown trial implant. There was no patient consequence reported. It was unknown how the procedure was completed and if there was any surgical delay. Patient outcome was unknown. Concomitant device: trial implant (part unknown, lot unknown, quantity 1). This report is for one (1) spindle for evolution. This is report 2 of 2 for (B)(4).